Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that persistent low flow alarms was observed. The patient was intubated on inotropes. Technical services reviewed the submitted log files, and low flow events were confirmed. On (B)(6) 2018, it was reported that fluids were provided and patient decompensated. Low flow alarms continued and patient experienced respiratory distress. Echocardiogram and hemodynamics revealed device not functioning as intended. Lvad was turned off and intra-aortic balloon pump (iabp) was placed. The patient was started on venoarterial extracorporeal membrane oxygenation (v-a ECMO) and a balloon placed in the outflow graft. The patient expired on (B)(6) 2018 due to pump thrombus leading to multisystem organ failure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. Although the evaluation of the submitted system controller log file confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported events could not be conclusively established. The submitted system controller log file captured four intermittent low flow alarms between (B)(6) 2018 09:32:35 pm and (B)(6) 2018 11:48:25 pm, associated with the estimated flow transiently decreasing below the low flow threshold of 2.5 lpm. From 12:05:38 am through 02:54:50 pm on (B)(6) 2018, a nearly constant low flow alarm was observed, associated with the estimated flow decreasing to 2.4 lpm. Despite the observed alarms, the pump appeared to have functioned as intended at the fixed speed throughout the duration of the log file. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.